Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. One year and one month post filter deployment, it was noted that the filter perforated the ivc wall. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. At this time, it is unknown the relationship between the filter and the reported death. Labeling review: the current instructions for use states: potential complications: perforation of the vena cava wall by the legs of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately one year one month post filter deployment for a history of deep vein thrombosis, the patient was admitted to the hospital with a complaint of groin pain and inability to bear weight. Once admitted to the hospital, the patient expired. Certificate of death listed the cause of death as respiratory arrest secondary to cardiac arrest due to hemodynamic shock from massive retroperitoneal hemorrhage due to inferior vena cava perforation. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year later, a computed tomography angiography (cta) chest showed that there were no intraluminal filling defects present to suggest pulmonary embolism. There was no irregularity or distal pruning of pulmonary artery branches to suggest the sequelae of chronic pulmonary embolism. After one week, a bilateral lower extremity deep venous doppler showed that there was no evidence for deep venous thrombosis bilaterally. After three weeks, a computed tomography angiography (cta) chest without and with intravenous contrast showed that there were no pulmonary emboli. After four days, a final autopsy report of the patient demonstrated that there were perforations of inferior vena cava by struts of inferior vena cava filter. Also, bilateral renal hilar hematomas was noted. There was no evidence of old or recent pulmonary emboli or infarction. The immediate cause of death was due to hypovolemic shock secondary to retroperitoneal hemorrhage from inferior vena cava perforated by inferior vena cava filter. There was a thrombus present on the superior and inferior surfaces of the inferior vena cava filter. Histologic sections of the inferior vena cava supported the gross interpretation of inferior vena cava wall rupture, with mural thrombus formation and inflammatory infiltrates scattered around the rupture site. The inferior vena cava was opened to reveal a grey metallic wire inferior vena cava device; the device appeared to be a ¿simon nitinol filter¿, that consisted of 1 hook attached to a complex base on one end and 6 expanders on the opposite end. There was a dark red thrombus attached to both the superior (measured 2.7 cm in length) and the inferior (measured 5.9 cm in length) surfaces of the inferior vena cava filter and attached to the vein wall (multifocal). Also noted were penetrations and perforations of the inferior vena cava by 3 struts of the inferior vena cava filter. Sectioning of the inferior vena cava wall demonstrated a laceration of the vessel wall approximately 1.5 cm in length associated with hemorrhage in the wall of the vein with an adjacent hematoma present. The hemorrhage extended into surrounding tissues. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 06/2015. (B)(4).

Event description:
It was reported that approximately one year and one month post filter deployment for a history of deep vein thrombosis, the patient was admitted to the hospital with a complaint of groin pain and inability to bear weight. Once admitted to the hospital, the patient expired. Certificate of death listed the cause of death as respiratory arrest secondary to cardiac arrest due to hemodynamic shock from massive retroperitoneal hemorrhage due to inferior vena cava perforation. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had an inferior vena cava filter placed (B)(6) 2013. Approximately one year one month post filter deployment, certificate of death reported the cause of death as respiratory arrest due to cardiac arrest due to hemodynamic shock from massive retroperitoneal hemorrhage due to inferior vena cava perforation. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. One year and one month post filter deployment, it was noted that the filter perforated the ivc wall. Based on the provided medical records, the investigation can be confirmed for perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year one month post filter deployment for a history of deep vein thrombosis, the patient was admitted to the hospital with a complaint of groin pain and inability to bear weight. Once admitted to the hospital, the patient expired. Certificate of death listed the cause of death as respiratory arrest secondary to cardiac arrest due to hemodynamic shock from massive retroperitoneal hemorrhage due to inferior vena cava perforation.